Event description:
Source: (B)(6). Person was not harmed. The particle inside the intravia bag was found prior to being sent to the patient. Baxter intravia was purchased from the contracted wholesaler (B)(4), but the product is a baxter intravia empty bag being used to administer chemotherapy. Do not know when it was purchased at this time.